Event description:
During product evaluation, the pump's batteries were found to be damaged with 2 battery discharges below the alarm threshold. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of damaged batteries with 2 discharges below the alarm threshold was confirmed. The pump's batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.